Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Legal claim has pathology report from revision attached. Pathology report states the metallic acetabular component appears to have superficial scratches in the articular area. The modular head has a shiny surface and also appears to have superficial scratches by gross inspection (only).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.